Event description:
No additional information has been provided.

Manufacturer narrative:
Investigation has been conducted using the provided clinical x-rays. The screw has not been returned to for in-person investigation. During the review and evaluation of the provided x-ray images, the reported failure could not be confirmed as the nail was noted to be in place with a single proximal locking screw into the femoral head and the screw was seated properly into the nail/distraction rod without any back out failure. The visible failure, however, is the distal locking screw and distraction rod appear to pass through the distal femoral segment. Additionally, upon further review of the radiographic images , "the intramedullary nail is in place with a single proximal locking screw into the femoral head; there is a single distal locking screw. The oblique osteotomy is approximately 2 cm below the level of the lesser trochanter. The telescoping distal end protrudes approximately 1 cm beyond the proximal portion of the nail. The head of the distal locking screw is abutting the lateral cortex of the femur." Due to limited information received, no cause could be determined. The review conducted suggests possible misplacement, implant selection or bone quality as likely cause or contributing factor. Device records review: a review of the device history records (DHR) indicated that the screw was manufactured by the specified requirements at that time and met all the required quality inspections before shipment.

Event description:
Information was received that a revision procedure was performed due to pullout of the distal locking bolt. During the revision the surgeon performed fixation to the nail with cerclage.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Additional data: b5, d4, d6b, h3, h10.

Event description:
Additional information has been provided.